Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced low blood glucose level event on (B)(6) 2026. The patient treated with candy. No further information available.